Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the exhaust manifold was stuck. Additional malfunctions include the sieve beds were saturated, the tie wraps for the tubing were leaking, and the hear clamps for the tubing was leaking.